Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with an alert for pacing impedance that exceeded the upper limit on the right ventricular lead. The capture threshold had also increased. The lead was reprogrammed to adjust output and the upper limit on impedance. The patient would continue to be monitored.

Event description:
New information notes that the impedance is now out of range due to a possible fracture on the lead. It was discussed that the impedance will likely continue to increase and capture threshold may be out of range soon. Replacing the lead was suggested. The physician will continue to monitor.

Event description:
New information notes that the patient is scheduled for follow-up on (B)(6) 2019 and the physician will decide what to do regarding the lead. The patient is fine.